Manufacturer narrative:
The service rep ordered sbc service upgrade kit, hard drive w/sw, ip pcb and da pcb. On 10/29 = installed sbc kit, hard drive, image processor pcb and display adapter pcb. Rebuilt nodes and reloaded data files. Tested system operation with no problems. System functions as intended.

Event description:
User complained that during some cases, the system would not stop beeping after releasing the exposure switch. User said he had to turn system off to stop it. After reboot, system worked ok. Also, he said a couple of times he got "communication fail" on mainframe. After reboot, system worked ok. They were able to complete the procedures. No pt injury.